Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator change due to elective replacement indicator, fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition is stable.